Manufacturer narrative:
(B)(4). Journal article: waterson, h.b., whitehouse, m.r., greidanus, n.v., garbuz, d.s., masri, b.z., duncan, c.p. (2018). Revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications, the british editorial society of bone & joint surgery. 100-b:720¿4. Https://doi.org/10.1302/0301-620x.100b6.bjj- 2017-1466.r1 medical devices: item# unknown , unknown stem lot# unknown; item# unknown, unknown liner lot# unknown; item# unknown, unknown cup lot# unknown. Foreign source-(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05183. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process.once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in journal article that two patients post revision for armd and trunnionosis experienced dislocations, that did not require any further intervention. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this device is not manufactured in zimmer biomet us. The initial report was submitted in error and should be voided.